Manufacturer narrative:
(B)(4)

Event description:
Patient's wife contacted dexcom on 05/05/2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.